Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure date was unknown. According to the complainant, the jejunal tube was kinked. Reportedly, the patient connected the pump to the peg tube. The nurse checked the patient and disconnected the clip and pulled the jejunal tube back. The problem was resolved and the pump was connected to the jejunal tube. The patient¿s condition was reported as ¿the patient recovered from the event.¿

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is still implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.